Event description:
It was reported that the unit was alarming differently, and not heating beyond 26 degrees celsius. The over-temp alarm was observed during training. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One level 1 trauma fast flow system was returned for analysis with no physical damage. The tank was filled with water, temperature check was attached, line cord plugged in and unit was turned on. Upon the second attempt of powering on and powering off the unit, the over temperature alarm occurred. The unit was opened for analysis discovering that the returning tube had a big crack. The tube was changed out and the over temp alarm occurred again. Based on the evidence, the complaint was confirmed. The root cause was found to be due to a design issue.